Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarm during manual prime. Customer was treated with manual injection. The customer stated that the the set is no alarming and she has pushed 6 units through the tubing. The customer was advised to monitor the insulin pump.